Event description:
Boston scientific received information that this patient experienced a syncopal episode. During the device check, damage to the right ventricular (rv) lead was noted. As a fracture was suspected, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.